Event description:
The physician was using sprinter legend balloon catheter devices in a peripheral application. The intent was to cross the tibioperoneal trunk and posterior tibial artery occlusions. The lesion stenosis was 100%, had severe calcification and the vessel was non-tortuous. A 1.5 mm x 6 mm sprinter balloon was used to predilate the lesions with multiple inflations. Then a 2.0 mm x 15 mm sprinter balloon was also used to treat the posterior tibial artery. It was not possible to traverse the distal cap of the posterior tibial artery occlusion which was left untreated. It was reported that the 2.0 mm x 15 mm sprinter balloon burst.

Manufacturer narrative:
Evaluation results: unapproved use of device (device used in a peripheral vessel). No results available since no evaluation was performed. No device received for evaluation evaluation conclusion: off-label, unapproved or contraindicated use (device used in a peripheral vessel). Unable to confirm complaint. (B)(4).